Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tubing broke, split event on (B)(6) 2025. Infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system (eqms) search: a query was run in the eqms on 26-dec-2025 against "lot number 6001915 and similar malfunction code(s): crack/split tubing. Component defect- malfunction code not on list. The review confirmed that lot 6001915 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 26-dec-2025 against "lot number" criteria equal 6001915 and similar malfunction codes crack/split tubing. Component defect- malfunction code not on list. The count of complaint is 0. The complaint number is pr. Device history record (DHR) review: the lot 6001915 was manufactured according to thework instruction (wi) version 105 and manufactured in the machine # 06 on 25/jun/2023 with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 3f03152 was manufactured according to the wi 4905294 version 55 and manufactured in the machine sc02, on 23/jun/2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6001915 and related malfunction codes for crack split. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. For more details see the information under the child inv record (B)(4) root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed.